Manufacturer narrative:
H.6 investigation summary bd had not received samples or photos in support of this complaint from catalog 367960, lot number 3257754. No customer samples and no photos were received; therefore, the investigation was limited. Additionally, 100 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. A draw test was performed at the manufacturing site on 10-production lot in-house retention tubes. All tubes were within specification limits with no issues identified. The quantity of blood drawn varies with altitude, ambient temperature, barometric pressure, age of the tube, venous pressure and filling technique. Tubes with smaller draw volumes (partial draw tubes denoted by translucent closures) may fill more slowly, due to the lower vacuum, than tubes of the same size with larger draw volumes. Bd was unable to confirm the customer¿s indicated failure mode with the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparin blood collection tubes were underfilling. There was no report of patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparin blood collection tubes were underfilling. There was no report of patient impact.